Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels greater than 250 mg/dl, with ketones present, while wearing the pod on the arm between 36 and 48 hours. Multiple corrections were administered using the pod at home but the bg levels did not decrease completely. At the hospital, the patient was placed on an intravenous (IV) and nausea medication (names unspecified).